Event description:
Promus premier china registry. It was reported that the patient experienced coronary heart disease. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.50 mm x 32 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eleven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with coronary heart disease and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. The next day, 70% stenosis noted in proximal lad extending up to the distal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. The event was treated medically. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital. In (B)(6) 2021, the subject was diagnosed with coronary heart disease and was hospitalized for further evaluation and treatment. Non-target vessel revascularization and the event was treated medically. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).